Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient's machine wasn't working properly and was showing pictures they didn't understand. They were in a lot of pain, and noted that something similar had happened before.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.